Event description:
It was reported that during in clinic follow-up, the patient presented with oversensing due to noise on their right ventricular lead. Programming changes were made to address the issue. There were no patient consequences.